Manufacturer narrative:
(B)(4). The sigma device evaluation found the #5, #6, #7, #8 and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #5 key will occur following the selected key's function e.g. When the #1 key is pressed 15 will be displayed. When in alphabetic model and the abc key is selected, am will be displayed interfering with the mdl drug search). Sigma's engineering investigation is in progress. When complete, a supplemental repot will be submitted. The date of event is unk.

Event description:
It was reported that a pump keypad is inoperable. The customer stated that either m or the #5 appeared with each keystroke. It was also reported that the fifth row (#7, #8 and #9 keys) and the #5 key are inoperable.